Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 14951062, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient no longer needed stimulation therapy.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction suspected.